Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient presented to the hospital with discomfort and erosion at device pocket. The implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.